Event description:
Nurse reported blood collection device pre-maturely retracted causing the needle to be suspended on the springe with bevel sticking out of the end of device. As nurse was attempting to remove blood tube they received a needlestick.